Event description:
It was reported forceps get caught during insertion. The issue found during preparation for use. The device was replaced with similar device and the intended procedure was completed. There was no patient harm, no user injury reported due to the event. Device evaluation found forceps not inserted due to blocking of channel tube. Foreign material (tube) found in forceps channel.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found forceps was not inserted due to blocking of channel tube. Foreign material (tube) was found in forceps channel. The customer reported issue was confirmed. In addition, the lg (light guide) lens found dirty. Furthermore , the following findings during device inspection were noted below: there is crease at the connecting tube. Ob (objective lens) lens is broken. The adhesive part of ar (a-rubber) is broken. Lg (light guide) lens is broken. Angulation in the up direction is out of standards due to worn of angle-wire. The gap of u/d knob is out of standards due to worn of angle-wire. S-cover is deformed. U/d (up/down) knob is not fixed well due to deformation of fe lever. The coating of universal code is cut off. There is corrosion at the el-connector due to leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the events is likely due physical stress may have caused gap at distal end, and moisture invaded the device resulting in corrosion product remaining as dirt, and resulted in the light guide (lg)and objective (ob) lens being chipped, and the lg glue was worn-out. Additionally, the likely cause of the foreign material is due to incorrect reprocessing. Olympus will continue to monitor field performance for this device.